Event description:
Abbott heartmate 3 ventricular assist device, a mechanical heart pump surgically implanted into patients with advanced heart failure. On the date of the event the patient had "ongoing pi events without alarms prior to controller change (B)(6). Low flow alarm this am with loss of green power light on controller and patient symptomatic with lightheadedness/dizziness. Controller change completed (B)(6)." Loss of the green power light indicates pump stoppage. Per logfiles from the event: the pump didn't stop until the driveline (from the pump) disconnected from the controller. Treatment dates/therapy dates: start (B)(6) 2018. Is therapy still on-going? Yes. Diagnosis for use: hfref. Event abated after use stopped or dose reduced? Yes. FDA safety report ID # (B)(4).